Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt ((B)(6)) was implanted with an ipg on (B)(6) 2009. It was reported that during a surgical procedure to add another lead to the pt's scs system, his ipg was replaced due to an visual anomaly observed on the surface of the device's header.